Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) to report that their onetouch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call with the patient. The patient stated that the alleged product issue began on ¿(B)(6) 2015, 7:00 am¿. The patient reportedly obtained inaccurate high blood glucose reading of ¿319mg/dl¿ with the subject meter, compared to ¿207mg/dl¿ on another meter (liberty meter) performed within less than 30 minutes of each other. The patient manages his diabetes with a combination of diabetes medications including ¿levemir and novalog¿ and reported increasing his dose of insulin as a result of the alleged product issue. The reporter confirmed that the ¿9 hours¿ after the alleged product issue began he developed the symptoms of ¿shaking, dizzy and weak¿. The patient stated he continued to self-treat himself with insulin as his meter reading remained high. At the time of troubleshooting, the cca verified the subject meter¿s unit of measurement was set correctly, the unit of measure was set correctly and the result was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2015 and (B)(6) 2015, respectively, and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.